Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have dislodged blade based on log review. Visual inspection showed that the blade was not exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot measurement was 0.028". A review of remotefe log showed 1 number of blade exposed failure. The instrument was placed and driven on an in-house system. The instrument failed the self test homing. Since there was no dislodged blade observed, the knife was driven out and the knife cable was found bent. The instrument continued to fail initialization. The failed initialization is likely due to the bent knife cable found. The instrument was found to have 1 dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a blade would not retract on vessel sealer extend instrument. The procedure was completed with no reported injury.